Event description:
It was reported by service report that the siderail does not lock in the up positon. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail timing link.